Manufacturer narrative:
Concomitant medical products: 4968-35, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds since implant. It was also reported that the pacing lead in the left ventricular (lv) port of the device exhibited high thresholds and the implantable pulse generator (ipg) exhibited premature battery depletion. The ipg was explanted and replaced. The rv lead remains in use. The pacing lead is out of use and remains in the patient. No patient complications have been reported as a result of this event.